Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient's identifier and the date of implantation. The appropriate fields have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5100986) that a female patient, who's undergone breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including systemic inflammation, multiple autoimmune disorders including reynaud's disease, hashimoto's disease, vitiligo, constant illness leading to two episodes of sepsis requiring hospitalization, constant joint pain, ataxia, brain fog, diaphoresis, bed bound, and cannot work due to symptoms, nausea to the point they cannot eat and have lost 60 pounds. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.